Manufacturer narrative:
(B)(4). Clinical review of the medical records did not reveal a causal relationship between fresenius peritoneal dialysis products and the patient¿s peritonitis. The staphylococcus epidermidis positive peritonitis was likely due to technique failure. This report is being submitted as part of a system level review; which will include an investigation of all potential fresenius products being used at the time of the event. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
A peritoneal dialysis (pd) patient's pd nurse reported that the patient was diagnosed with peritonitis. The patient was treated with IV antibiotics gentamicin and vancomycin after cloudy effluent was reported by the patient. The occurrence date of the peritonitis is not currently known and the date provided is the current best estimate.

Manufacturer narrative:
A visual inspection of the returned cycler exterior showed no sign of physical damage. An internal inspection was performed and there were no discrepancies encountered in the internal inspection of the cycler. Simulated testing was performed and the device performed without failures. Device history review was performed and found no non-conformance reports or other abnormalities during the manufacturing process. The product involved met current specifications. In addition, the device record review confirmed the labeling, material, and process controls were within specification. The system level review of the liberty cycler and concomitant products found no indication of a causal relationship between the products and the patient event.